Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a moderately to severely tortuous and mildly calcified proximal right coronary artery (rca). The lesion was predilated with a 4.0x6mm non-bsc balloon and a liberte' stent was implanted. Due to haziness in the mid segment of the rca, just distal to the first liberte' stent, the physician attempted to place another liberte' stent to cover this area. During the initial insertion of the 4.5x12mm liberte' stent, the stent dislodged from the balloon. It is not clear what caused the dislodgement to occur. The physician attempted to retrieve the stent with a 1.5mm balloon that was inflated in the proximal portion of the stent and pulled it back to the guide. The wire, balloon with stent and guide catheter were removed as a unit. Once outside the patient, the physician noted that the stent was not on the balloon. The stent was located in a distall small branch of the left profunda artery. The physician opted to leave the dislodged stent where it was and end the procedure. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.